Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure 1472" and "internal comm failure -1474" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device evaluated by a zoll approved service provider. The customer's report was duplicated and the smart pneumatic module was replaced to resolve the report. The device was recertified and placed back into service. Analysis of reports of this type has not identified an increase in trend.